Manufacturer narrative:
See attached.

Event description:
Allegedly the patient is experiencing mom complications (left). Additional information received on 05/22/2024 by legal department: allegedly, on (B)(6) 2007 plaintiff had an artificial hip implanted in his left hip in what is known a total hip artoplasty or "tha". He was implanted at cedars-sini medical center. On (B)(6) 2014, plaintiff had a revision of his left hip to convert the bearing surface from mom bearing surface to a metal-on-poly bearing. The surgery was performed at cedars-sini medical center. The femoral head was removed. However, the modular neck was well fixed in the femoral stem, and femoral stem was also well fixed, so they were left in place. Products implanted in first revision surgery: zimmer ctm acetabular component 58mm od, 36mmid polyethylene liner wright 36mm femoral head, +7 mpo non revised products: product ID: pha00242, profemur® z femoral stem s 6 cement less, lot: 096375746, qty: 1 product ID: pha01212, profemur® neck a/r var/val 2 short, lot: 106380691, qty: 1